Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit but was unable to reproduce the reported malfunction. There was no recurrence of the helium level alarm. The fse performed a helium regulator calibration. All functional and safety checks were performed to meet factory specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has a helium level alarm malfunction. There was no patient harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).